Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. Technical support will follow up with customer for information regarding the failed capsule. The patient was not harmed as a result of needing three capsules deployed before one was properly placed.